Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4). Depuy synthes has been informed that the lot number is not available. The complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. However, it was reported that the device was old and has seen heavy use in the field. The lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the customer's vapr 3 foot pedal was working intermittently during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. The sales rep was unable to provide a lot number but stated that the device was old and has seen heavy use in the field. The device was discarded by the customer.